Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a type 1 cf verification protocol which yielded out-of-specification results for the (B)(4). The fse discovered that the incubator belt pulley's bearings had disintegrated. This could cause splashing in the reaction vessels while riding on the incubator belt. Splashing could result in the erratic results the customer was observing. The fse replaced the bearings and repeated the type 1 cf verification protocol. All results were within instrument specifications. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer contacted eckman coulter, inc. (Bec) to report erroneously elevated troponin I (accutni) results for three (3) patient samples on their synchron lxi 725 access 2i clinical system. The erroneously elevated accutni patient sample results were reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within the laboratory's established ranges prior to the event. The most recent diagnostic system check performed yielded results within instrument specifications.